Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl procedure the suture broke when pulling on the suture to secure implants. It is unknown if there was a delay or back up available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One fast-fix 360 curved needle delivery expanded indication system device used for treatment, was returned for evaluation. The complaint stated: ¿the fast-fix 360 meniscus repair system suture broke when pulling on the suture to secure implants.¿ t1, t2 and suture were not returned. The depth limiter was attached. The needle was bent downward and toward the left. The delivery curve was flattened. The device itself was not broken. The device still cycled and actuated despite needle damage. Instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no other complaints were found for this production lot. Final product met specifications upon release to distribution.